Event description:
Caller reported that the pump malfunctioned, and the screen would not turn on, despite troubleshooting steps taken with technical support. There was no reported impact on the customer¿s blood glucose level, as it was unknown if levels had exceeded normal ranges. Technical support decided to replace the faulty pump, instructed the customer on the use of the new pump including updated software, and arranged for the return of the defective unit. The caller was advised to consult their healthcare provider for backup insulin therapy, as there was no backup available at the time.